Event description:
It was reported that this seventeen year old right atrial (ra) lead was surgically capped and replaced due to observations of noise and pacing not delivered when required. The device was upgraded from a single chamber to a dual chamber system. Intravenous antibiotics were administered to the patient, and the device follow-up was increased. The lead remains capped, thus not expected to be returned at this time. No additional adverse patient effects were reported.